Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary, drawer jammed. User rebooted the machine and tried to recover but issue persisted. User also had used the keys to release the back panel, but the error was not clear. There were no adverse events or injuries reported based on this event.

Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 03-dec-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that drawer 1 was not sensing closed due to a medication jam in the rear chassis blocking the drawer sensor. A field service engineer cleared the medication jam, recovered the drawer and tested functionality. The system functioned as intended after the field service engineer repaired the device.